Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the needle 18x1-1/2 ll eclipse experienced needle retraction failure. The product defect resulted in a dirty needle stick injury to the health professional/device operator. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: after blood sampling collection from patient, when performing the procedure, the health professional activated the needle's safety shield lock, and could hear the lock activated and the needle was inside the safety device. When removing the needle from the syringe, it disengaged from the lock, and the health professional got a needle stick in its hand.